Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of the clip delivery system (cds), water droplets were noted to be leaking from the connection between the gripper lever and the delivery catheter handle. The cds was not used in the patient and a new cds was used to successfully complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.